Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11286r14, implanted: (B)(6) 2002, product type: catheter. Product ID: 8711, lot# j11292r35, implanted: (B)(6) 2002, product type: catheter. Product ID: 8711, serial/lot #: j11286r14, ubd: 10-jul-2004, UDI#: (B)(4); product ID: 8711, serial/lot #: (B)(4), ubd: 22-jul-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine, 2 mg/ml concentration at 0.4252 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the hcp had elected to program the pump to off state due to a volume discrepancy, actual reservoir volume (arv) greater than expected reservoir volume, erv (expecting a few ml's and aspirated nearly 40 ml's) and the pump was not functioning well. The hcp stated they had a catheter access port (cap) dye study and the catheter was going to be replaced along with the pump. The hcp was unsure what the cap dye study showed. The hcp had no further medical history as it related to the pump. Pump off authorization form had been sent and the code was provided to shut off pump. No symptom was reported. No further complications were reported.